Event description:
It was reported that the motor stalls were due to regular magnetic resonance imaging scans; each motor stall recovered. There were no known symptoms. The drug in the pump was gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).